Event description:
Event description guidant received information that during a follow-up visit, electrograms from this device were faxed to technical service. This device displayed chamber crosstalk which resulted in numerous episodes of atrial tachycardia and the activation of atrial tachy response fallback. The electrograms also displayed ventricular noise which resulted in pacing inhibition. The ventricular lead was another manufacturers.